Event description:
On (B)(6) 2017 (B)(6) suffered a stroke whilst using a philips sonicare toothbrush. This analysis was carried out to investigate a possible link between the incident and vibration created by the toothbrush. The type of stroke suzanne experienced was not normal (as doctors repeatedly advised) for a woman of her age and she had no obvious risk factors or prior medical history. (B)(6) experienced an internal capsular stroke as shown in her medical records. It is quoted on various websites and through research that an embolic stroke or a thrombotic stroke usually occurs when cerebrovascular disease or heart disease develops after years of stroke risk factors. (B)(6) is an active person with a healthy lifestyle, she is non drinker, avid walker, non smoker with no prior history of blood clots or cardiovascular conditions. Due to suzanne's lack of risk factors she undertook an independent blood test which reported normal levels of all components involved in clotting, cholesterol reading was also normal (with a high level of the protective hdl that help to regulate cholesterol in the blood). (B)(6) started to experience her symptoms when she was holding the philips sonic vibrating toothbrush in a gap between her back molars. It was of interest to study the nerves directly linked to the position of the toothbrush and how the nerve interlinked into the structures of the brain. We carried out independent vibration test and an analysis of scientific papers to assess the correlation of vibration with the formation of blood clots, especially with the link between the trigeminal facial nerve above the tooth and its link into the arteries of the brain. We suggest that vibration in suzanne's mouth travelled the trigeminal nerve subsequently causing epithelial damage to the mca and therefore starting the coagulation cascade due to the release of the clotting factor vwa (released when collagen is released from epithelial after damage). It could also be suggested that this vibration also caused turbulence of the blood and static blood flow, this altered the laminar flow of blood in the arteries and so resulting in the platelets becoming stagnant or turbulent instead of flowing through the centre of the artery, and hitting the epithelium therefore setting off the cascade. This can happen for patients with irregular heart beat causing stagnancy in blood flow forming a blood clot, hence suzanne was subjected to extended heart monitoring to show that her heart was functioning to normal levels. It has been shown in a case study of one individual the direct link between vibration and the formation of a thrombus. We have written a paper showing an independent study on vibration and it's effects on clot formation that is available on request.